Event description:
On (B)(6) 2012, pt reported the menu and check buttons on the infusion device are defective and have not worked for the past 2-3 months. The up and down buttons continue to work as intended. The menu and check buttons do not respond or produce a sound when pressed hard. The infusion device was not dropped on a hard surface. The casing on the menu and check buttons is worn off and the base material is showing. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.